Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a scheduled pericardiocentesis procedure in the ep lab for an elderly female patient diagnosed with cardiac tamponade was successfully completed. The access approach was "apical" and was completed under fluoroscopy. Both the guidewire and dilator within the kit were used during the procedure to acquire pc catheter access. No anatomical variations were experienced or difficulties in infiltrating the patient's pericardium. The account alleges that during the pc catheter removal, resistance was experienced by the physician. Additional interventions to remove the catheter safely were initiated however, the tip of the pig tail drainage catheter detached, just distal to the marker band within the patient's pericardium. CT surgery assisted in trying to remove the foreign body from the patient. A vascular snare device was utilized unsuccessfully. A drainage tube was placed, and the patient was transferred to ICU for thoracic surgery consultation. It is likely surgical intervention [sternotomy] will be needed if the patient can tolerate the procedure. All parts of the pc catheter have been discarded. Nothing available to return for investigation. The patient has since then recovered and has been discharged to home.